Event description:
Contact reports that a pt had delayed union (bone fusion) at l5/s1 and that one of the monarch screws used had broken. A revised surgery was performed as a result of the non-union. As surgical intervention occurred, and MDR is being filed to document this event.